Event description:
The ring on the rv lead separated from the pin. The lead was still used during a device change out since all the numbers were still the same as with the previous device. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided images. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided photo and video sequence showed that the connector of the lead was pulled out of its insulation confirming the clinical observation. However without an analysis of the lead, the root cause cannot be determined. Should additional information or the device itself become available for analysis, the investigation will be updated.